Event description:
It was reported that the right ventricular lead exhibited inappropriate antitachycardia due to oversensing noise. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2026. There were no patient consequences.